Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized on (B)(6) 2021 due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was 500 mg/dl. Customer stated symptoms related to high blood glucose that were nausea and vomiting. Customer stated that the ketone test was 7,8. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. Customer stated that the cannula was bent. The insulin pump will not be returned for the analysis.